Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server,user mentioned that all pyxis stations were not communicating with the server. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that all pyxis station was not communicating with the server. A technical support specialist (tss) identified that there was a network issue that caused the stations to go into retry. The network issue was resolved by product support engineer (pse) and the stations retries were resolved using knowledge article (ka) ¿retry - insert into purge.purgestatistics¿. There were two stations where remote support service (rss) was not responding, so all the stations were connected and the purge selection retries resolved. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported when using the bd pyxis¿ es server, user mentioned that all pyxis stations were not communicating with the server. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.